Event description:
Customer reported a cgm error 42 associated with their #g7sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a pump reset, which resolved the issue, allowing the customer to successfully start a new sensor session.